Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump had intermittent power issue. It was reported that there was no damage to the battery compartment or cap and the cap was able to secure properly on to the pump. The reporter noted that there was no moisture/corrosion in the pump and the issue was not resolved with a new battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 08/29/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found multiple records of power on reboot. Moisture was evident behind the display screen. The pump powered up with auditory and vibratory features. The display screen was multi-colored and distorted. All the buttons were unresponsive. Due to the display and button issues, the investigation was unable to fully investigate the reported intermittent power issue. Battery cap was able to secure properly and all the contact measurements were within specifications. Damages were observed with the keypad cover and a leak test showed a leak where the keypad was torn. Removal of keypad cover did not find contamination with the button contacts. The pump casing was opened and evidence of moisture intrusion was found throughout the pump interior.